Event description:
Complainant alleged that the medics were responding to a call for a 70 yr old male pt who was in cardiac arrest. The pt was being given CPR when the medics arrived upon the scene. The medics monitored the pt with the device paddles and determined that the pt was presenting a course ventricular fibrillation heart rhythm. The medics then charged the device to 200 joules, at the audible indication from the device that the charge was ready, the medic simultaneously depressed the discharge buttons on both device paddles, but the device failed to discharge. The medic again depressed the discharge buttons, but the device did not discharge. On the medics third attempt to discharge the device by depressing the discharge buttons on the paddles, the device discharged. The pt then presented an asystole rhythm. The medics continued CPR on the pt as he was transported to the hosp. The pt subsequently expired.